Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found that due to corrosion on scope-connector, the image was not displayed. In addition, the device evaluation found b30(scope communication err) occurs due to corrosion on endoscope connector and also found air valve was corroded. Based on the results of the investigation, it is likely that the customer reported issue occurred due to corrosion of the electrical connector. However, a definitive root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the bronchovideoscope, image was not displayed. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.